Event description:
It was reported the analyzer failed to sense during an implant. Another programmer/analyzer was used to complete the case. The analyzer was returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The analyzer passed functional and systems testing. The patient input connector had two damaged pin sockets, which testing found did not disrupt the operation of the analyzer.

Event description:
It was reported the analyzer does not sense. The analyzer was returned and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Analyzer passed functional and systems testing. Patient input connector has two damaged pin sockets.